Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
A patient reported that the device trial was not effective and made very little difference regarding her symptoms. Her doctor stated that it was because the trial components weren't placed properly, so they were going to do a second stage trial. After the trial was over, the patient developed a urinary tract infection. She took blood pressure medication and went to the bathroom 15 to 18 times a day, including 4 to 6 times a night. No product information, event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.